Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) and requested assistance with placing this pacemaker system into MRI protection mode. Ts reviewed the device data of this MRI conditional system and found that the right atrial (ra) right ventricular (rv) leads exhibited high pacing thresholds. The rv lead also exhibited high pacing impedances within normal limits (wnl). Further review of the thresholds and impedances showed that there was a gradual increase in rv lead impedances over the past year. The physician suspected the cause of the increase in impedances and thresholds on the rv lead to be due to rv lead dislodgement. Chest x ray images were taken that confirmed the dislodgement. A lead revision procedure was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.